Manufacturer narrative:
Age at time of event: 18 years or older. Device evaluated by manufacturer: the complaint device was received for evaluation. Evaluation of the returned device revealed a leak at the lap joint area of the sheath assembly. The imaging window was also partially detached from the blue sheath assembly. During image characterization testing, no image appeared in the system due to electrical open at proximal. The electrical failure was a result of a broken coax cable. Imaging core wind up in the hub assembly was also observed. No other issues or defects were observed during product analysis of the returned device. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
Reportable based on analysis completed on (B)(4) 2014. It was reported that the image disappeared. The target lesion was located in a moderately calcified and tortuous unspecified coronary vessel. During a percutaneous coronary intervention, when an opticross imaging catheter was connected to the sled and the inner sheath of the catheter was moved back, the image disappeared. The procedure was completed with another with same device. No patient complications were reported and the patient status is good. However, returned device analysis revealed that there was partial detachment.